Event description:
Later, the patient had a full revision. Their battery was completely depleted, and they were unable to interrogate it. A new m106 generator was connected, and high impedance was seen. The m106 generator (and a second m106) was tested by running generator diagnostics with a test resistor, and both came back with good impedance indicating a lead-related issue. The patient was implanted with a new m1000 generator and a new lead. The explanted lead is to be returned to the manufacturer, but has not been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient had an x-ray performed that showed a lead break. Their battery was disabled due to low battery. The x-rays have not been provided to livanova for review. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The lead was returned and received by the manufacturer to undergo product analysis. Analysis has not been completed to date.

Manufacturer narrative:
F10 adverse event problem, corrected data: supplemental #03 report inadvertently left out code 'a040502.'